Manufacturer narrative:
(B)(4). Insulin pump passed rewind, basic occlusion, occlusion test, prime/a33, excessive no delivery test and displacement test. No unexpected motor error alarm noted during testing. Pump history download using thds was successful. Motor error alarm was confirmed in the pump history download on 03/24/22 10:01:09. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Motor passed motor test. The test reservoir locked in place properly and no anomaly noted. The following were noted during visual inspection: cracked reservoir tube lip, scratched case, stained address/serial number, stained end cap sticker. Insulin pump passed all required test. No unexpected motor error alarm noted during testing. However, motor error alarm was confirmed in the pump history download on 03/24/22. The motor may have had an intermittent failure that was not detected during our testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer also stated alarm occurred during basal delivery. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.